Event description:
The report rec'd stated the cuff on the tube deflated. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.